Event description:
It was reported that, "oasys 4.5 x 28 mm pedical screw head popped off ... As surgeon was threading down the screw the ¿tulip¿ head disengaged from the screw. The screw was not fully seated yet ... No adverse event. Delayed the surgery 1 hour as they had a difficult time getting the screw out without being able to use the threaded sleeve. Surgeon stripped the top of the screw interface when trying to freehand remove. Surgeon had to improvise a with a synthes universal removal set and do quite a bit more soft tissue retraction to getat the screw with the needed instruments."

Event description:
It was reported that, "oasys 4.5 x 28 mm pedical screw head popped off ... As surgeon was threading down the screw the "tulip" head disengaged from the screw. The screw was not fully seated yet ... No adverse event. Delayed the surgery 1 hour as they had a difficult time getting the screw out without being able to use the threaded sleeve. Surgeon stripped the top of the screw interface when trying to freehand remove. Surgeon had to improvise a with a synthes universal removal set and do quite a bit more soft tissue retraction to getat the screw with the needed instruments."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history, and risk analysis. Results: visual inspection: the returned screw is disassembled. The screw head has been fairly damaged during removal. The bottom of the screw head does not present obvious signs showing that the screw shaft went through the head. Device history review: (B)(4). Risk analysis: this failure mode (tulip head disassembly/breakage during insertion/removal) was not taken into account in current risk documentation for oasys brand. Reported delay of surgery was 1 hour, which is rated s2. Conclusion: an oasys polyaxial screw non biased dia 4.5 x 28, cat# 48558528 was reported having it's head popping off from the bone shaft while introducing it per-operatively. The screw components were returned, investigated and confirmed disassembled. No anomaly that could be associated with the event was reported during the manufacturing of batch#129074. Event description reported that while threading down the screw, the ¿tulip¿ head disengaged from the screw. The screw was not fully seated yet. Similar conditions were described on past investigation while either an important screw angulation and/or application of excessive load during insertion of implant into the bone. The disengagement of the screw tulip is most probably the result of the application of extra-load and cantilever effort.